Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that after 3 weeks in situ the tracheostomy tube broke at the 15mm connector requiring replacement. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.